Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 51533531; model/catalog description: infinion 16 trial lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during trial procedure the physician was having difficulty placing leads in the epidural space. It was also reported that following post placement procedure the patient was experiencing discomfort and nausea. The patient was prescribed medication and underwent explant wherein tral leads were removed. The patient was doing well postoperatively.